Event description:
Patient to ir [interventional radiology] for potential revascularization of left leg due to significant tibial vessel disease interfering with toe healing from gangrene and osteomyelitis. Per operator, antegrade flow from tibial vessels obstructed with disease so retrograde access was obtained to attempt to facilitate revascularization. The vessel disease inhibited advancement of the wire (fielder xt) from the retrograde access site. When wire attempted to be removed, it was noted that the wire tip hydrophilic covering was retained in the extravascular space. It was unable to be retrieved.